Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 13sep2019. The manufacturer's field service engineer confirmed the reported problem - the backlight of the screen was found to have malfunctioned. The manufacturer's field service engineer replaced and calibrated the touch screen assembly to address and correct this reported event.

Event description:
The customer reported a ventilator with a display that was "barely visible, cannot use". There was no patient involvement/harm.